Manufacturer narrative:
The actual sample was received for evaluation. Visual evaluation of the applicator shows a crushed ampoule. Dried formulation is observed on the butyrate tube. The filter looks normal in color (white) indicating there was no contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the butyrate tube. All the components of the applicator are present and appropriately assembled. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The IFU for the products states: ¿do not crush the contests of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube¿.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Review by photos as no samples were received. We cannot make a determination that condition is manufacturing related, based on what can be seen in this photo. The ampoule is observed cracked, but is impossible to define by photo if the glass shard penetration protruded the applicator bulb.

Event description:
It was reported that the surgeon performed a laparoscopic prostate procedure on unknown date and the topical skin adhesive was used on the patient. During the procedure, the surgeon cracked the dermabond vial as normal and the surgeon's finger was pricked by a shard of glass. A piece had pierced through. It was also reported that the surgeon is ok. There were no adverse consequences reported. Additional information has been requested.